Manufacturer narrative:
The sample was not received for investigation at the moment of preliminary summary completion. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to the manufacturers release criteria. Since a sample was not returned, the root cause could not be determined. The root cause will be reassessed if/when a sample is returned. There have been no other complaints for the lot. (B)(4).

Event description:
A doctor reported that during a cataract with iol and glaucoma filtration device implant procedure, the shunt did not release well and took a little longer to release than normal. The procedure was completed with no patient harm. Additional information has been requested.